Event description:
It was reported that the patient's pump was being replaced due to multiple volume discrepancies at refills. Specifically, it was stated that the expected residual volume was 2ml, but the actual residual volume was 8ml. It was also noted that the physician had attempted to aspirate the catheter with minimal return, less than 0.1cc. It was noted that at the replacement surgery, the catheter was left intact and a "back table prime of 0.3" was performed. At the time of report, there were no patient symptoms, injuries, or adverse events related to this event. The drug used in this system was lioresal.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter was not replaced and could not be aspirated. It was later reported that the cause of the event was a dysfunctional pump battery due to normal battery depletion. The pump was replaced. The catheter patency issue was resolved. The patient experienced increased muscle spasms. The patient outcome was reported as recovered without sequelae. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).